Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to do transtelephonic monitor. While in the clinic, user was unable to get a magnet response using different magnets on the device. It was suspected to be a faulty reed switch which intermittently responded to the magnet. The device was replaced. No patient complications have been reported as a result of this event.